Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Patient reported it burnt when they peed. It was also reported that the patient thought their leads might have dislodged. It was reported it was bleeding on their back and it was painful. No further complications reported/anticipated.